Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
Not all connectors are engaged during the tigerpaw system ii device use. It's assumed that suture(s) was (were) used to complete the procedure which resulted in couple of minutes delay. There is no patient effect. There is no blood loss as a result of the reported issue. The tigerpaw system ii device was used during other procedure.